Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported that the patient will probably need a revision of the distal femur jts, due to rotation of the femoral component through 90 degrees, following a patient fall.

Event description:
It has been reported that the patient will probably need a revision of the distal femur jts due to rotation of the femoral component through 90 degrees, following a patient fall.

Manufacturer narrative:
An event regarding alleged rotation of the femoral component involving a jts distal femur was reported. The event was confirmed as periprosthetic fracture and gross loosening by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the stem in situ was for a jts distal femoral replacement which was inserted in (B)(6) 2014. The CT scan shows the bone has fractured in the middle of the femoral stem, together with the cement mantle cracks and multiple osteolytic legions around the stem, which indicates that the femoral stem has grossly loosened, this may have caused the implant rotation inside the cavity this can explain the surgeon¿s clinical phenomenon that the patient felt rotation of the femur. We cannot otherwise confirm any other prosthetic rotation from the imaging provided. The above observation confirms the reason for revision. Product history review: review of the device history records indicate one device was manufactured and accepted into final stock on 27 feb 2014 with no reported discrepancies. Complaint history review: there have been 6 other events relevant to periprosthetic fracture and 1 other event relevant to loosening. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.